Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the rear therapy electrodes. The area was described as pinkish and burn-like. The patient saw his doctor and was advised to take benadryl and use hydro-cortisone cream on the area but the irritation had gotten worse. During a follow up the patient reported that the skin had healed after he removed the device.